Manufacturer narrative:
(B)(4)

Event description:
It was reported during a device replacement procedure, pacing inhibition was noted when the plasmablade touched the device. It is suspected the plasmablade noise was abnormal. The physician continued to remove the device and implant a new device. The patient was dependent and was plugged on an external defibrillator with the capability to pace if needed. The patient condition was stable before, during, and after the procedure.